Event description:
Information received indicates the siderail will not latch.

Manufacturer narrative:
The technician found the siderail was missing the lower pivot block bolt, block and roller guide. He replaced the lower pivot block bolt, block and roller guide to repair the stretcher.